Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found; normal device function. Final device analysis of the catheter revealed no significant anomalies; acceptable catheter testing. The returned catheter included a 40 degree pump connector with 32.5 cm of proximal catheter segment.

Event description:
The pt experienced decreased pain management. The pump contained morphine, bupivacaine and clonidine. The distal segment of the catheter had dislodged/migrated. The pump and catheter were replaced. The pt outcome was reported as "no injury" and "pt recovered without sequelae."